Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to a severe impact to the abutment, resulting in fixture loss. The patient was reimplanted with a new device on (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)